Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar thermocool diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart."

Event description:
It was reported that a pericardial effusion had occurred during the procedure after ablation of the left pulmonary veins. Right pulmonary veins, coronary sinus, and right isthmus have not been isolated. This event required emergency surgical pericardial drainage (1 liter of blood). According to the physician, this event was possibly related to the procedure and no link with the device was reported.